Manufacturer narrative:
The type of bacteria found by the lab is common in the environment and on humans and animals. It is unlikely that the bacteria was introduced by the nalu device itself and more likely that the patient came in contact with the bacteria during normal day to day activities. Infection of surgical incisions is a known inherent risk of invasive procedures.

Event description:
On (B)(6) 2024 the patient was implanted with a nalu peripheral nerve stimulator system. On (B)(6) 2024 the firm was notified that one of the surgical incisions had some drainage and the other incision site was red and "angry". A full system explant was performed on (B)(6) 2024 due to suspected infection. Lab cultures found light growth of corynebacterium species bacteria.